Event description:
It was reported that high, out of range, high voltage lead impedance was noted via remote transmission. Patient was asymptomatic in-clinic. In-clinic measurements were in normal range and stable. The patient is doing fine and will continue to be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.